Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. Stealthstation s7 system performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the adjustment screw head is not stripped as reported, but the screw threads are stripped in the middle of travel not allowing movement. Also, the clamp face is bent to one side. The reported event was confirmed to be caused by the physical damage of the stripped screw threads. Replacement device shipped to site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a site open spine clamp with a worn screw head. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.